Event description:
As reported, approximately six years post initial right tka, the 61 y/o female patient complained of pain. Patient had a revision due to loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was not revised to exactech devices due to recall surgeon used competitor for revision. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to hospital will not release recall devices.

Manufacturer narrative:
Section d10: concomitant products - truliant tib imp ps insert sz 3.5 11mm (cat# 02-022-35-3511 / serial# (B)(6) - recall: z-0023-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03057, 1038671-2025-00548. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."